Event description:
It was reported that during a lap assist vaginal hysterectomy the probe did not work properly during the first case. The procedure was delayed 45 minutes but was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: v9566g. Please clarify what is meant by did not work properly, did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? The event description mentions that the surgery was delay for 45 minutes: did the extended surgery time due to the issue with the device changed the plan of care for the patient? What is the current condition of the patient? Was there any other action taken for the prolonged time of the surgery? Did the procedure have to be converted to open? Did the patient need any different type of post op care due to the extended time of the procedure? Did the patient experience any adverse consequences due to this issue? Answer the device stopped working on hand activation during the case and then foot activation did not work either. No error message only tighten assembly. Yes the device passed the pre test. Yes. Initially worked then stopped. The surgeon had to change probes again and again and the issue kept coming. That took several minutes to settle. No plan was not changed. No effect on patient. No action taken for extended time of surgery. No the surgery was not converted. No, no effect on post op care. No issue faced by patient due to this delay. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components, and no anomalies were noted. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.